Manufacturer narrative:
Correction: b3 - date of event: updated from (B)(6) 2025 to (B)(6) 2025. B5 - describe event or problem: updated based on additional information received.

Event description:
Subsequent to the previously filed report, additional information was received that the scaffold was found occluded via the duplex ultrasound on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
(B)(4). It was reported that on (B)(6) 2025 one 3.75x38 mm esprit btk scaffold was implanted in the proximal left anterior tibial artery (ata). On (B)(6) 2025, duplex ultrasound showed the scaffold was occluded. Balloon angioplasty was performed in the ata, tibioperoneal trunk and left popliteal arteries on (B)(6) 2025. No additional information was provided.